Event description:
The device was used during an unspecified bypass procedure. Reportedly, the staple line leaked. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.